Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter was defective/damaged time of use: (B)(6) 2025 at 9:30 p.m. Punctured the child with an indwelling needle, blood oozed out of the needle cannula after the successful puncture and removal of the needle cone, found that the needle cannula was cracked, removed the needle cannula immediately and replaced it with a different needle cannula to re-puncture the child, which increased the child's pain.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#3325176): 1)the products of this batch were assembled at intima ii auto line 3 in jan 2024, and packaged at r240 package line in jan 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test and visual inspection test, and no leakage is found. Please see the attached test report pr#(B)(4). 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is returned, state of the product cannot be identified, so the root cause of the complaint cannot be confirmed. The plant will continue tracking the issue.

Event description:
No additional information available.